Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip had been fractured and detached at the proximal-most kerf. Further analysis of the fracture indicated a ductile overload fracture, with the directional force on the tip being applied from its outer diameter to its inner diameter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture and detachment of the flex tip remains unknown.

Event description:
During the atrial tachycardia procedure, the distal tip of the ablation catheter detached and required a snare to retrieve it from the patient. The transseptal was performed with the brk needle and swartz introducer. The catheter was inserted to septal then the agilis was inserted to the left atrium and the catheter was withdrawn. Then, while the mapping catheter was being inserted through the agilis introducer, it was noted that the tip of the ablation catheter had detached from the device. The detached piece remained in the left atrium, it was lodged in either the pulmonary vein or the left atrial appendage. The piece was retrieved with a snare wire and biopsy forceps and placed into the agilis introducer. The introducer with the retrieved piece were removed together from the patient. It was confirmed with fluoroscopy there was no piece left inside the patient. N the catheter and introducer were replaced and the procedure was completed with no adverse consequences for the patient. The physician stated that during the procedure there was no resistance encountered when removing the catheter, the tip had become detached without notice. After the procedure, it was recalled that blood leakage was noted from the valve of the agilis introducer and the ablation catheter tip might have gotten bumped in the valve of the sheath and the detachment might have occurred.